Event description:
Used crest spinbrush pro whitening toothbrush 1 applic, 2 /day for 44 days beginning 2004 - 2005 and the brush head cracked into three pieces (the top circle piece, part of the plastic and a little metal round thing) while patient was brushing in 2005. The consumer started choking and vomited. Relative watched and the experience was very upsetting. Patient went to the emergency room where an x-ray was taken to see if patient had swallowed anything. Patient was told not to work for 24 hours and was released without the results of the x-ray. At the time of the report patient was having trouble swallowing and had a scratchy throat. The case outcome was improved. The consumer discontinued use of the pr0duct.

Event description:
Synopsis: a consumer reported that her crest spinbrush pro whitening toothbrush head cracked into three pieces while brushing and the consumer began choking. The consumer vomited and was treated in the emergency department. The consumer had an x-ray performed and the medical record stated that the physician discussed the x-ray with the radiologist and no foregin body was reported in the epiglottis. The clinical impression was irritation of throat. The consumer was discharged on clear liquids and excused from work. The consumer was later evaluated by her physician and given a z-pack for a sore throat. No further info was provided. Used crest spinbrush pro whitening toothbrush 1 applic, 2/day for 30 days beginning 2004 through 2005 and the brush head cracked into three pieces (the top circle piece, part of the plastic and a little metal round thing) while she was brushing the same day. The consumer started choking and vomited. Her family member watched and the experience was very upsetting. She went to the emergency room where an x-ray was taken to see if she had swallowed anything. She was told not to work for 24 hours and was released without the results of the x-ray. At the time of the report she was having trouble swallowing and had a scratchy throat. The case outcome was improved. The consumer discontinued use of the product. Past medical history included; allergy - none reported, medical history - none reported. Concomitant medications included: none reported. No further info was provided. Thirteen days later rec'd consumer's follow-up questionnaire and letter including e.r. Medical records and discharge instructions: consumer's questionnaire: the consumer used crest spinbrush pro whitening toothbrush 1 applic, 2/day for 44 days beginning 2004 through 2005. She was brushing her teeth and then started choking and finally threw up on the same day. She believed the choking was related to the fact that the toothbrush had cracked and there was three pieces in her sink. Her throat hurt and she experienced trouble swallowing beginning 2005. The consumer spent six hours in the e.r. And had to get two different x-rays to make sure that nothing went all the way down. She mentioned that she had to call off work for the next day and it was an awful experience. Treatment included; gargled with chloraseptic; ate jello, ice cream and pudding and drank liquid for two days. Her throat was still hurting seven days later. No further info was provided. Consumer's letter: the consumer was using the toothbrush for approx 1-2 minutes when all of a sudden she began to choke. She finally dislodged the pieces from her throat by throwing up. The toothbrush had cracked in her mouth and one plastic piece, one metal piece and part of the toothbrush head was in her sink. Her family member was there and very upset. Her throat immediately hurt and she went to the e.r. To make sure that she did not swallow anything. It felt like she lacerated the back of her throat and was having trouble swallowing. It was a horrifying experience to choke like that. She was at the e.r. For almost 6 hrs. She had to have x-rays. The physician told her not to go to work for 24 hrs, to gargle with chloraseptic and to eat jell-o, ice cream and drink liquids until her throat felt better. E.r. Visit in 2005: pt complaint: throat hurts/not sure if swallowed foreign object. Admitting diagnosis: 933.0 (foregin body in pharynx); 478.29 (0ther disease of pharynx, not elsewhere classified). Paperwork indicated symptoms of "pain" and "swollen". Results of x-ray: conversation with radiologist. No foreign body in epiglottis/agree normal. Clinical impression: irritation of throat. Discharge instructions: cargle with chloraspetic solution; milk shakes, jello and ice cream. Follow-up with primary physician as needed. The next month safety follow-up phone call to consumer: the consumer reported that she had suffered an injury and was doing better. She stated that the bad experience scared her; she had choked in front of her family member and was at the emergency dept for 6 hrs (due to flu season). She reported that she could not eat certain foods because they rubbed her throat the wrong way; she had gone back to her primary care physician who gave her a z-pack for her sore throat it took a while for her throat to feel better and she could finally eat. No further info was provided. Three days later safety follow-up phone call to consumer: the consumer reported that she was feeling better. She stated that the experience was traumatic for her. She mentioned that she had a liquid diet of jello for five days and had used chloraseptic spray to treat her throat symptoms. No further info was provided. Five days later safety follow-up phone call to consumer: the consumer reported that she was feeling better. She stated that the experience was traumatic for her. She mentioned that she had a liquid diet of jello for five days and had used chloraseptic spray to treat her troat symptoms. No further info was provided. Two months later safety rec'd a copy of the consumer product incident report as completed by the consumer and signed in 2005: the pt was using the crest pro whitening spinbrush for approx 1-2 minutes on 02/02/05 when the toothbrush suddently cracked in the consumer's mouth. One plastic piece, one metal piece, and part of the head of the toothbrush (sizes unknown) became lodged in the consumer's throat. She began to choke and dislodged the pieces from her throat. Injuries included a laceration to the back of her throat. The report mentioned that the toothbrush had jagged edges and was held together by a piece of wire.